Event description:
It was initially reported that the device would not run the user test. There were no reports of patient use associated with the reported failure. Upon evaluation by physio-control it was observed that the device had no therapy functions.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The therapy pcb and the receptacle connector assemblies were replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies. The cause of the reported failure was determined to be a shorted transistor, designator q6, on the therapy pcb assembly.